Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: small diameters outside the instructions for use guidelines of the aortic neck (1.6 cm), bifurcation (1.5 cm), bilateral iliac arteries of less than 10mm, and bilateral access arteries of less than 6.5 mm; calcifications near the bifurcation and bilateral iliacs (near suspected origin of the type iiib endoleak); and partial stent collapse of the stent graft.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with aq bifurcated stent graft. Upon follow up, computed tomography revealed a significant filling of the aaa. There was no type 1 endoleak and no type 3a since it was a one piece case. However, on (B)(6) 2015 there was a type iiib endoleak and the physician elected to reline the graft with a bifurcated and suprarenal aortic extension. The patient is doing well.